Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse was able to confirm the error in the error log. Fse cleaned the cup presence sensor, claws, and the z-axis guide rail on the cup transfer assembly. Fse then check alignments on the cup transfer assembly to the sample loader, dispense lane, and the incubator positions. Fse adjusted the z-axis height from the incubator and the dispense lane from 320 steps to 310 steps. Fse also adjusted the z-axis height from the sample loader from 350 steps to 310 steps. Fse then ran the cup transfer macro test ten times without any errors. Fse and the customer performed the daily check and ran quality controls (qc) with acceptable results. They also ran three patient samples without any errors. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 14-oct-2017 through aware date of (B)(4) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2163] c.transfer cup not released. Cause: the holder sensor s063 detected a cup after the cup was released. Action: please contact the tosoh local representatives. Check s063 and the cup release operation. The most probable cause of error 2163 was the cup transfer assembly claws and presence sensor were dirty and the z-axis to the incubator, dispense lane, and the sample loader were out of alignment.

Event description:
A customer reported error 2163 (c. Transfer cup not released) while running samples with the aia-900 instrument. The customer inspected the pickup assembly and noted that the waste chute was clear but could not point out the pick up arms. The customer reported that the issue was happening with increased frequency. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay of estradiol (e2), beta human chorionic gonadotropin (bhcg), luteinizing hormone (lhii), and follicle-stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.